Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had reached end of service (eos) on day of implant. The icm was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis identified a temperature-sensitive battery measurement error but later cleared with no known cause of the fault. The hybrid performed nominally following the clearing of the battery measurement errors. The failing mode could not be reintroduced. If information is provided in the future, a supplemental report will be issued.